Event description:
Customer reported blood glucose results of 178 mg/dl and 68 mg/dl within 10 mins on the aviva system. Also reported blood glucose results of 98 mg/dl and 177 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, did not treat or act on results. A request was made for the return of the system, replacement was sent.